Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while transecting the stomach, the surgeon stated that there was a bleeding that occurred during the first fire of the staple line. The blood loss was more than 500cc due to the product problem. Clips were used to stop the bleeding of the staple line the next day. The patient hospitalization was extended.